Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Infusion set failed per inspection found occluded tubing and p-cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer performed fixed prime and the insulin did exit. The customer removed the infusion set and found that the cannula was not bent. The customer performed fixed prime again and the insulin did exit. The infusion set will be returned for analysis.